Event description:
A customer reported not being able to perform a blood glucose test because of an error message received on her precision xtra/optium blood glucose meter. She reported feeling dizzy, bruising her left thumb by trying several times to perform her blood glucose test and then losing consciousness. The paramedics were called, just reportedly tested her blood sugar and then took her to the truman medical ctr. At the hospital, she reported having been tested for blood sugar and blood pressure and not knowing the medications she had. There was no report of medical diagnosis for severe hypo- or hyperglycemia. The customer reported, self-treating by eating food and drinking juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. During the customer svc survey, the customer reported performing a blood glucose test successfully.